Manufacturer narrative:
Investigation is ongoing. Device not returned.

Event description:
As reported by a field clinical specialist (fcs), during the procedure of a 29 mm sapien 3 valve in the mitral position in a mitral ring via transseptal approach, the team had difficulty assembling the first valve after introduction into the body. The team believes the valve was caught on the septum causing too much tension to be able to fully pull the balloon back completely. Using the fine alignment knob resulted in overstretching the balloon to the point of rupture after multiple resets were performed. The valve and delivery system (ds) was removed as a unit. Per follow up the balloon burst during attempting valve alignment. The team did not discover this until the removal of the entire system from the body. The balloon was not pulled far enough into the valve (no white mark was visible) and the team thinks this caused them to run out of travel on the commander fine alignment knob, and the multiple resets required attempting to achieve alignment stripped the components of the commander making alignment impossible. The team prep a second system and successfully implanted the thv valve, but moderate perivalvular leak (pvl) was observed. Another valve was prepped and implanted, which resolved the pvl from moderate to mild. Patient is stable and recovering.

Manufacturer narrative:
The delivery system was not returned to edwards lifesciences for evaluation. A review of imagery showed a mitral ring was previously placed in the mitral annulus. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A lot history review was performed and revealed no additional similar complaints. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints were unable to be confirmed as the device was not returned and no applicable imagery was provided. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. As reported, ''the team had difficulty assembling the first valve after introduction into the body. The team believes the valve was caught on the septum causing too much tension to be able to fully pull the balloon back completely.'' Tension in the system can result in high alignment forces. As tension was reported, attempts to align valve over inflation balloon in these strained conditions can lead to the valve catching onto balloon material and contributing to the gross alignment difficulties reported. Furthermore, it was reported, ''the balloon was not pulled far enough into the valve (no white mark was visible) and the team thinks this caused them to run out of travel on the commander fine alignment knob. Multiple resets required attempting to achieve alignment stripped the components of the commander making alignment impossible.'' The IFU advises the user to ''unlock, pull the balloon catheter straight back at the y-connector until part of the warning marker is visible and lock.'' If gross alignment is not completed by pulling the balloon shaft to the warning marker as mentioned in the complaint description, the use of fine adjust will not be able to advance the thv completely in between the valve alignment markers on the inflation balloon. Without the return of applicable imagery, a definitive root cause is unable to be determined. However, available information suggests that procedural factors (valve caught on septum, high alignment forces, incomplete gross alignment) may have contributed to the complaint event. As difficulties with valve alignment were reported, it is possible that the high alignment forces may have caused the valve to puncture the balloon, resulting in the observed leakage. Without the return of applicable imagery, a definitive root cause is unable to be determined. However, available information suggests that procedural factors (high alignment forces) may have contributed to the reported event. Since no manufacturing non-conformances or labeling/IFU/training deficiencies were identified, no product non-conformance was confirmed, and the complaint occurrence rate did not exceed the applicable trending control limit, no corrective/preventative actions nor product risk assessment (pra) escalation are required.